Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed and the complaint was not confirmed by failure analysis. Customer reported a foggy and poor image. No additional information was available, and no related errors were found in the logs. Additional observation: the endoscope¿s distal tip had mechanical damage. The endoscope had a broken or detached component posing a potential patient risk and a hairline crack on all buttons of the button pack assembly. The endoscope¿s camera instrument adapter was defective, exhibiting binding and noise during rotation. Evaluation identified the endoscope adapter shaft bearing as contributing to the friction. The endoscope had cosmetic damage, including discoloration of the cable integrated connector housing. The camera instrument adapter failed a friction test, showing binding and noise during manual rotation. The endoscope failed in-house cable testing due to a wire pull break defect.the probable root cause of the customer reported issue cannot be determined based on the failure analysis results. The probable root cause of the detached fragment is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that the 0-degree endoscope plus was providing foggy and poor images. The customer reported event has no report of patient injury.